Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 435 mg/dl. Customer¿s current blood glucose was 335 mg/dl. Customer treated high blood glucose with the insulin pump or a syringe. Customer reported that, the day after she changed her set that her blood glucose was getting incredibly high, reported waking up today with a blood glucose of 88 mg/dl, then before breakfast a few hours later her blood glucose was 435 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer found air bubbles and was instructed on how to get rid of them per the air bubbles troubleshooting guide. Customer declined to finish troubleshooting after pushing air bubbles out of her tubing; felt that the air bubbles were the problem and reported no leaks anywhere. Approximate size of air bubbles is gaps in the tubing. Air bubbles were noticed by customer during troubleshooting. Air bubbles were successfully removed. Customer was adamant on not changing the set as she did not have the ability of replacing it. The insulin pump will not be returned for analysis.